Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative, infection, and allergic reaction." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.

Event description:
Legal counsel for patient provided medical records that indicate the patient underwent a right hip revision procedure on (B)(6) 2011 due to acetabular loosening, acetabular bone destruction and deep infection with (B)(6). The medical records further indicate that gross purulent material was debrided during the revision and that all components were removed and replaced with competitor antibiotic cement spacers. Revision operative notes revealed that continued drainage from the patient's incision led to irrigation of the wound and replacement of the competitor cement spacers (with competitor spacers) on (B)(6) 2011. Operative notes further revealed that the cement spacers were removed and replaced with a competitor total hip on (B)(6) 2012. A review of invoice history confirmed that the initial right total hip arthroplasty occurred on (B)(6) 2004 where a biomet total hip was implanted.